Manufacturer narrative:
The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. Product history records could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece model was not provided. It is unknown if it was the qualified model for this cartridge. The customer indicated the use of a viscoelastic, which isn¿t qualified for the monarch cartridge use. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary hold and recall has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmic surgeon reported that a patient was confirmed to have endophthalmitis and decreased visual acuity of an unspecified eye following an intraocular lens implant procedure. A vitrectomy was performed to treat the event. The patient's symptoms have resolved. A product sample is not available for investigation because it remains implanted in patient's eye.

Event description:
Additional information was received from the reporter that indicated that the event concerns a patient's right eye. The patient was treated with ocular medications and the patient's current outcome is confirmed to be recovering.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided which indicated that bacteriological testing was performed and the results were negative.